Event description:
Customer reported with an issue of "s cylinder is blocked". The issue found at preparation for use. Device was replaced and the intended an unspecified procedure was completed using a similar device. Device evaluation found blockage in the channel tube. Channel tube found clogged (syringe tip was clogged inside the channel). This report is being submitted for clogged channel (handling issue, device reprocessing issue) found on device evaluation. There is no patient infection, no patient involvement associated on this reported event.

Manufacturer narrative:
Address- full address name of the customer - (B)(6). The subject device was received and evaluated. Device evaluation found the channel cleaning brush not able to be inserted well due to blockage in the channel tube. Inspection noted syringe tip was found clogged inside the channel. Furthermore, insulation failure occurred due to a cut part of forceps elevator (fe) lever. Angulation in the up direction out of standards due to worn angle-wire. The gap of up/down ( u/d) knob out of standards due to worn of angle-wire. Stiffness in angulation, not functioning at all due to worn ring. Screen noted to be partly dark due to scratch on ccd lens. Gap in the adhesive part of the a-rubber was noted. The insertion tube has wrinkle. Distal end has scratches and objective lens found chipped. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the foreign material was a syringe tip. It is likely the syringe tip broke off while the user was handling the device and remained inside the suction channel at manual cleaning. The event can be prevented by following the instructions for use (IFU) which state: "1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation additional information. Legal manufacturer confirmed from service business center (sbc) korea service repair , the syringe blocking the channel tube was able to be removed from the channel during the device evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.